Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient sensitivity results were not what the user expected. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for false resistance of drugs on a phoenix m50 instrument. The customer alleged that drug sensitivity results are not good, and they were getting different results. The customer stated that abnormal results are not used for clinical diagnosis however, they did not specify the drugs or expected results versus what results they were receiving. A bd field service engineer (fse) was dispatched to the customer site. The fse determined that the results were not good but noted that there was no issue with the instrument hardware and requested the complaint be forwarded to application engineer. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation; therefore no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k020321, k040099, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient sensitivity results were not what the user expected. No health impact or consequence reported.